Manufacturer narrative:
This event was also reported under MDR 3005477969-2013-00125. Additional information: the initial information supplied by the reporter of this incident indicated the device manufacturing site was smith & nephew, (B)(4), USA (FDA registered site reference (B)(4)) as identified in this report number. New information has since been supplied which indicates the manufacturing site for some of the known devices revised in this case are smith & nephew (B)(4). ( FDA registered site reference (B)(4). The devices reportedly utilised in this case were implanted in an off-label application in the USA. The r3 cocr acetabular liner is FDA approved for use only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by FDA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (r3 cocr acetabular liner).

Event description:
It was reported that revision surgery was reported due to pain.

Event description:
Revision surgery was performed, reportedly due to pain, weakness of the legs and hips, and fluid accumulations around the hip reported.

Manufacturer narrative:
There was no evidence of any manufacturing or material deviations in this investigation.